Event description:
During the surgical procedure, the harmonic suddenly stopped working while attempting to burn the tissue. The instrument was taken out of the patient, cleaned, and retested as the harmonic machine stated us to do so. After the test, the machine said to replace the instrument. A new one was obtained, and surgery resumed. No harm to the patient was seen.